Manufacturer narrative:
Device is combination product device evaluated by MFR: a visual and microscopic examination identified distal stent damage. The struts on rows 1 to 3 from the distal edge were raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a dried eluting stenting treatment procedure that crossing difficulties were encountered. The lesion being treated was located in the severly tortuous proximal left anterior descending (lad). The physician advanced the 3.0x38mm taxus liberte stent delivery system (sds) to the target lesion but could not cross. The procedure was completed using another of the same device. There were no patient complications and the patient condition is listed as stable. However, device analysis revealed stent damage.

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a drued eluting stenting treatment procedure that crossing difficulties were encountered. The lesion being treated was located in the severly tortuous proximal left anterior descending (lad). The physician advanced the 3.0x38mm taxus liberte stent delivery system (sds) to the target lesion but could not cross. The procedure was completed using another of the same device. There were no patient complications and the patient condition is listed as stable. However, device analysis revealed stent damage.

Manufacturer narrative:
The initial emdr was due on (B)(6) 2010 and was submitted on (B)(6) 2010 but there was a delay in processing acknowledgement 3 due to an FDA server issue which made the MDR appear late. (B)(4).